Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission showed that the right ventricular lead exhibited noise oversensing which led to pacing inhibition. Programming changes were made. The patient was stable.